Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope keeps heating up to the point where no one can even hold the scope. The customer used a thermo-gun to gauge the temperature, and it came back at 105 degrees. The scope was plugged into a different tower, and it still got warm, but this was not happening with other karl storz scopes. No negative impact to the patient reported.

Manufacturer narrative:
Product evaluation: scope did not heat up; cool to touch and image functionality returned. Since the imager is functional, light intensity is reverted to auto mode which would result in less heat output. No further investigation was carried out as the failure could not be reproduced. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction in section g3 aware date is 04/07/2025. This event is filed under internal complaint ID_(B)(4).